Manufacturer narrative:
Insulin pump received cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of the insulin pump was cracked. Crack was noted to be on the upper left corner of the screen. Customer's blood glucose reading at the time of the call was 81 mg/dl. No further information reported.